Manufacturer narrative:
(B)(4). Batch # n91c64. A batch history record review was performed and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or nc related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken during procedure. The breakage piece was retrieved by forceps and was discarded. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.